Manufacturer narrative:
MFR contacted the consumer and dealer. While transgressing their ramp outside of their carport, the front rigging dug into the ground and the chair allegedly tipped. Degree of ramp is unknown. MFR incline capability is 9 degrees. Current owner's manual covers this area. MFR rep and dealer inspected the chair, and reportedly, the chair functions as designed. MDR filed as a conservative measure based on injury.

Event description:
The consumer alleges while going down a ramp, the chair tipped over and fell on top of him while strapped in with the seat restraint, causing him to break his leg. Serious injury is alleged.